Manufacturer narrative:
The investigation confirmed that non-reproducible and higher than expected vitros trop I es results were obtained from two patient samples processed on a vitros eciq immunodiagnostic system. There was no indication that vitros tropi reagent contributed to the event. The most likely assignable cause is analyzer related, as pre-service tropi es precision test results were outside of ocd guidelines, indicating the vitros eciq instrument was not performing as intended at the time of the event. An ocd fe performed service actions to multiple subsystems of the analyzer and following these service actions, acceptable tropi es performance was obtained. The possibility that inappropriate pre-analytical sample processing had also contributed to the results could not be ruled out.

Event description:
The customer obtained non-reproducible and higher than expected vitros trop I es results from two patient samples processed on a vitros eciq immunodiagnostic system. Patient 1= 0.060 versus expected 0.013 ng/ml. Patient 2= 0.065 versus expected 0.015 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. The results from both patients were reported from the laboratory to a physician who questioned the results. Both patients were admitted to the hospital. However, the physician confirmed that the two patients were not admitted to the hospital due solely the tropi es results reported, but in conjunction with the actual clinical condition they presented upon arrival. While no treatment was administered to the first patient, based on the tropi es result reported, the physician treated the second patient with nitroglycerin. Corrected patient sample reports were issued and there is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).